Manufacturer narrative:
(B)(4). Pump passed prime test, excessive no delivery test, self test and unexpected error test. Unable to perform displacement test, basic occlusion and occlusion test due to reservoir tube lip damage. The test reservoir does not stay locked in place due to reservoir tube lip damage. Pump passed all operating currents tested within the spec range and passed off no power test. Pump received with cracked battery tube thread, broken reservoir tube lip, missing reservoir tube lip o-ring and minor scratches on display window noted.

Event description:
The customer reported via phone call that her insulin pump had a damaged reservoir compartment. The top half of the reservoir compartment was missing. The patient's blood glucose at the time of call was 280 mg/dl. During troubleshooting the customer was unable to identify how the insulin pump damage occurred; she stated that the device may have been dropped. The insulin pump was returned for analysis.

Manufacturer narrative:
The aware date provided with the initial report was incorrect. The correct information has been provided with this report.